Event description:
A mammotome biopsy procedure was performed with cc approach. The breast under compression was very thin and a backing plate was put in place to + stroke m. It was noted that the probe tip was tenting during targeting and the tip appeared to have knicked the skin on the inferior margin of the breast. There was quite a lot of bleeding during the procedure and extra manual vacuuming was required. A tissue marker was deployed successfully. Microcalcifications were found to be present in the specimens. One week post-procedure follow-up, the left breast looked distorted and has a big dent in the inferior aspect.